Manufacturer narrative:
The technician found the brake casters were worn due to normal wear and tear. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake casters are not holding. Th bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).